Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: the IFU states that implanted devices may fatigue as they are not meant to indefinitely withstand the normal loads of bone and are only meant to aid in support during fusion of the vertebrae. Inspection of the fracture surface confirmed the presence of beach marks, which is consistent with fatigue fracture. It was confirmed that the patient had fused prior to the fracture, so the device had served its purpose. Conclusion: the most likely cause of the customer reported event is fatigue fracture due to prolonged implantation.

Event description:
It is reported that; after a revision surgery the xia 3 screw broke under the tulip head.

Event description:
It is reported that; after a revision surgery the xia 3 screw broke under the tulip head.